Event description:
A report was received that the patient was experiencing swelling and tenderness at the midline incision site. The patient underwent a revision procedure wherein the lead extensions were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model#: sc-3138-55, serial #: (B)(4), description : scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.